Event description:
It was reported that patient underwent an ankle procedure on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date for an unknown reason. During the procedure, the ziploop was noted to be loose based on surgeon preference.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).